Event description:
It was reported that while preparing to start a da vinci si surgical procedure the surgeon experienced reverse (non-intuitive) motion of instruments installed on patient side manipulator (psm) arm 1 and patient side manipulator 2. Patient side manipulator arm 3 was working normally. With the assistance of an technical service engineer, the site re-draped the system and verified the camera was not backwards; however this did not resolve the problem. The surgeon made the decision to convert the procedure to traditional open surgical techniques to complete the procedure. The planned procedure was completed and no adverse outcome was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) was able to replicate the motion issues experienced by the surgeon. The system was repaired by reprogramming and calibrating the set-up joints on psm1 and psm2. The motion issues experienced by the customer were attributed to incorrect maintenance performed to the system prior to the surgery. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments.